Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash on his chest underneath the lifevest. The patient reported that it was sometimes bleeding. Healthcare facility staff treated the rash with an unknown lotion and hydrocortisone cream. The treatment helped the irritation somewhat but the irritation had not completely cleared up.